Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, the insulation was found rubbed through at approx. 53 cm and 55 cm distal to the is-1 connector pin, which was mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Moreover, cuttings in the insulation and deformation of the outer coil were observed. These damages were most likely caused during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to infection. Upon extraction, it was noted that the insulation was broken down for about 1-2 centimeters from the pacing tip. This was caused when the physician had ran a finger down on the lead tip, the insulation had split open along the length of the lead body. Other than the physical damaged, lead measurements were fine and no sensing issues were observed. This lead was removed with gentle traction and no laser was used. No adverse patient effects were reported.